Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during an anterior resection procedure, the anvil was attached to the instrument body and the surgeon turned the rotation knob but could not close the device. He opened it and found the anvil was not attached anymore. He reattached the anvil (click heard) and fired the device. There was one full donut and one half donut. There was a leak in the anastomosis. The surgeon used sutures to close the leak but there was still a leak. He converted to an open procedure and did an ileostomy.

Event description:
(B)(6). The device is the cause of the leak. Other information: the patient had a narrow pelvis. Although the patient had cancer/radiation, the location of the staple line was in healthy tissue, as the surgeon took wide margins. The surgeon is an experienced user of the proximate ils circular stapler. He said that as he was dialing the instrument down into the green zone, the instrument needle/indicator was swinging (not sure if it was swinging within the green zone, or beyond). The indicator would not remain stationary. Even though the indicator was moving he fired the device, as the instrument-body trocar had already pierced the intestine.

Manufacturer narrative:
(B)(4). (B)(4). Based on the response that, " it was planned to be a laparotomy and the ileostomy was plan before the case," the MDR decision has been updated to malfunction. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. The device closed, fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.